Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error 307 (intermediate pressure too high (3.5 bar)) appearing in the last 2 weeks. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the repair, the pressure regulator was found to be worn. This is caused by non-medical co² gas or a contaminated supply line. User error. The event is filed under internal karl storz complaint ID: (B)(4).